Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead has been repositioned. No further details available. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Additional information was provided that the lead had dislodged. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 update: the patient suffered from a worsened pacing threshold. The sensing amplitude and the ra lead were almost not able to be sensed. The ra lead tip was not dislodged, but it looked pulled. (B)(6) 2024 update: additional information was provided that the lead had dislodged. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.